Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level ranged from 246 to 292 mg/dl, which was addressed with a bolus delivery. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin.